Event description:
It was reported that, "compression screwdriver shaft broke due to the orientation of the nail with the targeting arm."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported ina supplemental report.